Manufacturer narrative:
Concomitant medical product(s): product ID: 3778-60, serial# (B)(4), explanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 31-jul-2011, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 31-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. It was reported the device was at first all good but then the leads started migrating and he had it fixed. Issue was resolved. No further complications were reported/anticipated.